Manufacturer narrative:
There was no reported death or serious injury to the patient and they received their dose. A retrospective MDR has been filed due to the potential for serious injury due to the potential of radioactive contamination or should the full dose not be able to be administered to the patient. A batch record review was performed and did not display anything abnormal for the manufacturing process and all operations were completed per procedures.

Event description:
The valve on the d-vial d-line was not correctly glued into place and disconnected from the d-vial d-line tube. The disconnection occurred after 30 ml had been infused to the patient. Patient ended up receiving 96% of the drawn dose, however the delivery dome was contaminated and had to be placed in decayed storage.